Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after use to close the puncture site. The device was withdrawn from the body, and manual compression was used instead. There was no reported patient injury. Outside the body, significant force was required to release the device during testing. The device will be returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after use to close the puncture site. The device was withdrawn from the body, and manual compression was used instead. There was no reported patient injury. The planned intervention was lower extremity arterial balloon angioplasty using a retrograde approach. There were no visible signs of device or package damage prior to use. The puncture site was the common femoral artery, which was verified suitable on angiography with a 45-degree insertion angle and confirmed to have a vessel diameter of at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vascular closure device (vcd). During use, pulsatile flow reduction was observed upon retraction, but the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was seen from the bleed-back indicator. The vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies noted. Outside the body, significant force was required to release the device during testing. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after use to close the puncture site. The device was withdrawn from the body, and manual compression was used instead. There was no reported patient injury. The planned intervention was lower extremity arterial balloon angioplasty using a retrograde approach. There were no visible signs of device or package damage prior to use. The puncture site was the common femoral artery, which was verified suitable on angiography with a 45-degree insertion angle and confirmed to have a vessel diameter of at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vascular closure device (vcd). During use, pulsatile flow reduction was observed upon retraction, but the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was seen from the bleed-back indicator. The vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies noted. Outside the body, significant force was required to release the device during testing. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the indicator window event reported could not be conclusively determined as the device was reportedly tested outside of the patient¿s body prior to return. Upon receipt, the indicator window was in the black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color after use to close the puncture site. The device was withdrawn from the body, and manual compression was used instead. There was no reported patient injury. The planned intervention was lower extremity arterial balloon angioplasty using a retrograde approach. There were no visible signs of device or package damage prior to use. The puncture site was the common femoral artery, which was verified suitable on angiography with a 45-degree insertion angle and confirmed to have a vessel diameter of at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site, and there was no evidence of prior closure, hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vascular closure device (vcd). During use, pulsatile flow reduction was observed upon retraction, but the indicator window did not turn solid black. The indicator wire cowling locked with an audible click, and pulsatile flow was seen from the bleed-back indicator. The vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no anomalies noted. Outside the body, significant force was required to release the device during testing. The device was returned for evaluation.